Event description:
The metal on an operating room table broke in half, resulting in collapse of a segment of the or table with a pt on it. An eval of eight of the same tables in our operating room and labor and delivery rooms revealed linear defects or fractures in the same area on these tables as the broken tables. Surgery was cancelled for the pt involved. Pt was awakened from the anesthesia and informed of what occurred. Radiology studies performed to evaluate for injuries; surgery to be rescheduled. Dates of use: (B) (6) 2004 - (B) (6) 2010. Diagnosis or reason for use: surgery.